Event description:
It was reported that the patient was experiencing increased seizures. It was reported the patient mother believes it is due to low battery. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported the patient had a generator replacement. The explanted generator was discarded. No additional relevant information has been received to date.